Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05211. The patient received his scs system on (B)(6) 2011 with two percutaneous leads (from different lots). It was reported that the patient has been vomiting a lot lately due to withdrawals from his pain medication. He has contacted his doctor for a refill. The patient feels overstimulation down both legs every time he vomits. As a result, he has turned the stimulation off. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.